Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we infer that the peeling of the tissue pad occurred due to the following reasons: · ultrasonic output was activated with the gripping part closed (including after the tissue is cut) without grasping the tissue, which wears out the tissue pad and partially peels it off. The event can be detected/prevented by following the instructions for use which state: "do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. The sonicbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity." Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer, when starting a thoracoscopic lung resection, the sonicbeat would not output. The error is unknown. The procedure was completed without delay, using a replacement device. There was no report of additional anesthesia or patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: tissue pad had partial separation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of an error was not confirmed. In addition, the tissue pad was worn and peeled off in parts. There were no scratches or contact marks on the grip. There was a scratch on the tip of the probe. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.